Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes were used after expiration. There was no health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. The instructions for use (IFU) states, ¿do not use tubes after their expiration date. Tubes expire on the last day of the month and year indicated.". Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k213670 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes were used after expiration. There was no health impact or consequence reported.